Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged due to fluctuations on the amplitude. Upon revision it was noted that the fluctuations continued, and it was believed that patient condition was responsible. It was discussed that by enhancing the settings the amplitude would fix. The physician decided to reposition the lead. No additional adverse patient effects were reported.